Event description:
It was reported that the patient never had therapeutic effect since the pump system was implanted, even though the trial went well. The patient's "stiffness was a 10 and her pain level was a 8-9." An inflammatory mass was reported, and the physician was concerned about the possibility of a granuloma. Pump volume discrepancies were reported for the last 3 refills. The actual residual volume (arv) was greater than the expected residual volume (erv), and the difference between the arv and erv increased at each subsequent refill. The device system was used to deliver bupivacaine (marcaine) and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's compounded baclofen dose had been increased from 570.7 mcg/day to 700 mcg/day. The patient's exact symptoms were unknown. It was reported the patient's stiffness was still a 10 on a 1-10 scale. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the event was ongoing. The patient still had no resolve to the volume discrepancy, and the patient had never really gotten properly dosed to receive therapeutic relief. The reporter stated that the patient's pump refill management healthcare provider suspected an inflammatory mass, however the patient's other managing healthcare provider did not suspect a mass but thought the issue to be a possible catheter kink. The patient was going to be seeing a neurosurgeon for troubleshooting to rule out a catheter kink. As of the follow up report date, 'nothing more had been decided beyond that'. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ catheter (B)(4).